Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash under the left side of garment clasps that was described as an abrasion. The patient was told to keep area dry by the nurse. The patient reported that the irritation improved.